Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had sponge that was stuck in the working channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a pinhole on ch-tube, foreign objects come out of suction mouthpiece, z-block has foreign objects, distal end has residual liquid. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the original complaint is likely a component failure. The most probable cause of the failures: "z-block has foreign objects." And "distal end has residual liquid." Could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.